Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is 2 of 14 events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This is 2 of 14 events that occurred at this user facility identified in medwatch. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This is 2 of 14 events that occurred at this user facility identified in medwatch. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the unit was cross-pacing. One diode on the atrial side of the heart flex was found to be shorted, due to an externally induced overvoltage or high voltage transient. Using the device in a dual chamber mode could possibly cause atrial pace pulses to capture the ventricle. The battery contacts were also noted to be compressed, the keyboard was scratched and the off key collapsed, the battery release, battery drawer, ring cover, and upper and lower case were contaminated. Three case screws were missing, one was the wrong type, and the lower case and side bail covers were broke.